Event description:
It was reported that the handle broke during use. It was reported that the plastic handle cracked.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.